Event description:
It was reported that the stimulators did not work and the patient was not using them. There was a loss of therapy. It was unknown why or when the stimulators stopped working. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37702, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3777-45, serial # (B)(6), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).